Manufacturer narrative:
The left ventricular function test prior to index procedure was 71%.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the patient had one endeavor drug-eluting stent implanted in the rca. After the endeavor stent was implanted, slow-flow was observed in the coronary artery. Thrombus aspiration and balloon dilatation were performed. The patient was also treated with medication. Patency was achieved and the patient recovered. Investigator has assessed that the event was not related to the study device. The patient was on dapt at the time of the event.